Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem displays an error code when charging a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger displays error code when charging a battery) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery. There was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was likely ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.